Manufacturer narrative:
(B)(4). The issue was resolved by flushing the nrbc chamber. (B)(4).

Event description:
On (B)(6) 2012, customer reported that approximately 30ml of bloody fluid leaked out of the top of the nucleated red blood cell (nrbc) chamber of the dxh 800 instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts advised the customer to aspirate the fluid out of the nrbc chamber with a transfer pipette, flush with 50% bleach, then flush with deionized water, and run a shutdown and perform daily checks. Customer followed these instructions and observed the shutdown with no fluid leaking out of nrbc module. This resolved the issue and no further leaks were reported.